Manufacturer narrative:
The investigation of access site bleeding, hemolysis, limb ischemia, and heart valve damage has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-12975. E4 should have been left blank. G1 reporting contact fax number missing. H6 health effect - clinical codes 1942 and 4449 missing. Publication attachment missing.

Manufacturer narrative:
The impella devices were not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for related events are unable to be submitted due to model number being unknown. Citation: slack, r., mcgain, f., cox, n., french, c., cheng, v., stub, d., zakhem, b., dade, f., bloom, j., chen, w., & yang, y. (2024). Structuredweaningfromtheimpellaleft ventricularmicro-axialpumpinacute myocardialinfarctionwithcardiogenic shockandprotectedpercutaneous coronaryintervention:experiencefroma non-cardiacsurgicalcentre, 2024(33). Https://doi.org/heart, lung and circulation.

Event description:
A literature study entitled 'structured weaning from the impella left ventricular micro-axial pump in acute myocardial infarction with cardiogenic shock and protected percutaneous coronary intervention: experience from a non-cardiac surgical centre' monitored 10 patients on impella cp support. During support, 3 patients had access site bleeding, 1 patient had haemolysis, two had limb hypoperfusion, and 2 patients had moderate to severe valvular regurgitation.